Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr. (B)(6)). Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a proultra tip #8 separated in a patient's tooth; the patient was referred to a specialist, though outcome of the event is not known as of this report.